Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified diagonal artery. The 2.25 x 18 mm xience sierra stent delivery system was advanced to the target lesion; however, due to the patient anatomy, the device was unable to cross. Several attempts were made; however, the device was unable to cross and the decision was made to remove the xience sierra stent delivery system. No resistance was noted during removal, until the stent portion of the device was being removed through the co-pilot. The xience sierra stent delivery system was unable to be removed, and it was suspected that the co-pilot had not been opened all the way. The stent delivery system was cut to remove. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The stent was returned for analysis. The stent delivery system was not returned. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery causing the reported failure to advance. During removal the stent interacted with the co-pilot causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.